Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm while attempting a bolus delivery. Customer's blood glucose was 158 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer was hospitalized for blood glucose monitoring while awaiting delivery of insulin pump.

Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.